Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging dry mouth and lost 3 teeth. There was no report of serious patient harm or injury. There was no medical intervention specified. The reported event and its severity were reviewed by the manufacturer's clinical expert. The reported events are assessed as non-serious injuries. Therefore, the device did not cause or contribute to a serious injury or death. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 health effect - clinical code, health effect - impact code has been corrected and type of investigation, investigation findings and investigation conclusions have been updated. Section b1, b2 and h1 has been corrected / updated in this report.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused the loss of three teeth. The patient did not receive medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.